Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous anterior descending coronary artery. Resistance was felt during advancement of the 3.50x12mm nc trek neo balloon in an unspecified guiding catheter and got stuck. Resistance was also noted during removal of the nc trek balloon in the guiding catheter. A non-abbott device was used to complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported difficulty advancing and removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaints could not be determined. Possible factors which may contribute to resistance with the guiding catheter during advancement include, but are not limited to, manufacturing, damage to the guiding catheter, or procedural technique (devices not properly supported or coaxially aligned). Possible factors that can contribute to difficult to remove/resistance with the guiding catheter include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.